Manufacturer narrative:
Follow-up 1: device evaluation: updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed twice with "oxygen + air supplies failed" on the day of the event. The event did not occur during ventilation. Nevertheless, if such an incident were to occur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' state of health cannot be excluded. Therefore, this event is considered reportable. The service technician conducted troubleshooting and identified the root cause as a defective mixer valves. Consequently, the defective mixer valves were replaced. After the replacement, the device functioned correctly.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following description: the ventilator alarmed with no air supply and no oxygen supply. No patient involvement.